Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator occurred on (B)(6) 2013. There is a rapid drop in battery voltage beginning the week ending (B)(6) 2013 and ending the week ending (B)(6) 2013.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) on 04 (B)(4) 2013. There is a rapid drop in battery voltage beginning the week ending (B)(4) 2013 and ending the week ending (B)(4) 2013.

Manufacturer narrative:
The device was sent for further analysis.

Event description:
It was reported that the device reached elective replacement indicator more quickly than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.